Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: inflow valve

Event description:
Surgical procedure required: yes did event cause patient's death: no major pump unit(s) involved: blood pump specific component(s) involved: inflow valve other component: causative or contributing factor: no specific contributing cause identified other cause: intervention(s): switch from vented electric to pneumatic-mode. Other interventions, specify other intervention: implant of heartmate ii lvad side.